Event description:
A home pt inadvertently used 20% citric acid instead of bicarbonate solution during a treatment on a system 1000 hemodialysis machine. The pt started to feel a tingling in their lips and fingers and noticed that the blood coming from the dialyzer was black. The pt discontinued the treatment and took nitroglycerin for chest pain. The pt's spouse took the pt's vital signs that evening and it was reported that they were "stable". The pt has since recovered.